Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired. The date of patient's death and implant duration were not provided. It is unknown if the death was device related. No further details were reported.

Manufacturer narrative:
The patient presented with a large dissection of her ascending aorta which involved both carotid arteries which supply blood to the brain. As a result, both carotid arteries required bypass which required significant manipulations of vessels. The multiple embolic strokes were most likely a result of this portion of the procedure. The probability that the strokes and the patient's death are related to the valve is remote.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Per the medical records: operative procedures performed: aortic valve replacement with a 21-mm edwards heart valve. History: profound problem of a large aortic aneurysm, aortic dissection, and coronary artery disease. Aortic insufficiency. Findings: this patient had an entire aneurysmal dissection of the ascending and arch. Her cerebral vasculature was also heavily involved. Description of operation: the patient presented with a large dissection of her ascending aorta which involved both carotid arteries which supply blood to the brain. As a result, both carotid arteries required bypass which required significant manipulations of vessels. The edwards 21-mm heart valve was placed using subannular. Hospital course: after the procedure, the patient did develop acute renal failure. She was treated conservatively and did not require hemodialysis. The patient remained intubated during her hospital stay without sedation. She was not regaining her consciousness and neurology was consulted. A computed tomography (CT) of the brain was obtained that showed too numerous to count embolic strokes associated with cerebral edema. There was no acute hemorrhage. The patient never regained her consciousness. The family decided to withdraw care, as it was evident the patient was not going to recover. Final diagnosis. Acute ventilator-dependent respiratory failure. Thoracic aortic aneurysm, status post surgery as above. Aortic insufficiency, status post aortic valve replacement. Coronary artery disease, status post coronary artery bypass grafting. Multiple embolic strokes. Anoxic encephalopathy. History of hyperlipidemia. History of hypertension. Acute renal failure, secondary to prerenal azotemia.